Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. Reported "air in line messages" were not reproduced during evaluation. "Air in line messages" were verified through a review of the event history log. A visual inspection found cracks on the upstream sensor tail pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a continuous air in line message. There was no known patient injury or medical intervention associated with this event. No additional information is available.